Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the pump stopping due to full battery depletion was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file (B)(4) was submitted for review that showed low voltage alarms were active on (B)(6) 2024 from 10:49:48 ¿ 11:03:14. No external power alarms became active shortly after the low voltage alarms on (B)(6) 2024 and were active from 11:03:17 until the controller powered off at 12:54:37. The no external power alarms became active due to the voltages on both cables depleting to ~0v. The backup battery was providing power to the pump during the times of no external power until the controller powered off. The event following the final no external power alarm on (B)(6) 2024 were recorded as a default date of (B)(6) 2000 at 00:00:00 indicating that the controller had lost all power. These alarms became active due to the 14v batteries becoming fully depleted. The 14v batteries were in use for approximately 12 hours before the no external power alarms became active. There were no other notable atypical alarms active in the log file that would indicate an issue with the system controller. The root cause for the pump stopping was due to full battery depletion; however, a root cause for the batteries becoming depleted was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, and no external power, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient was admitted into the intensive care unit. Log files were sent for review, and there was a pump stop on (B)(6) 2024 @ 12:51:39 caused by a total loss of power. This also caused the system controller¿s clock to reset to timestamp 01jan2000. Once power was restored, the pump returned to operating at the set speed of 5800 rpm. The file shows the system controller¿s clock was set on (B)(6) 2024 @ 13:00:00.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information provided that the patient's course was later complicated by hemorrhagic conversion with large frontoparietal intercranial hemorrhage, severe midline shift and possible uncal herniation status post decompression with right hemicraniectomy. Patient's neurologic exam remained poor and unchanged despite holding sedation. The pump was shut off due to loss of power. The device operated as expected.

Manufacturer narrative:
Updated b5 and report type. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information provided that there were no other events leading up to the pump stop reported. Alarms were tested and working appropriately. The patient experienced multiple embolic strokes complicated by hemorrhagic conversion, midline shift and cerebral edema, herniation, and new onset symptoms of facial droop and dysphagia acutely. Computed tomography (CT) head imaging was not revealing. Site was unable to get magnetic resonance image (MRI) due to left ventricular assist device. Status post tenecteplase and then worsening mental status, repeat CT showed multiple embolic occlusions. Thrombectomy was performed. The patient expired on (B)(6) 2024.